Event description:
The meter and test strips were replaced. This abnormal use incident is being reported as an adverse event due to the pt was unable to test using the damaged meter which delayed detectionof hyperglycemia. He then experienced hyperglycemic symptoms and required hospitalization as per the reporter.

Event description:
In 2005 the lay user/reporter contacted lifescan (lfs) alleging the one touch ultra meter had a cracked casing. The medical affairs specialist contacted the reporter to obtain and verify info. The reporter stated that two days ago a box fell on the pt, damaging the reported meter, which he was carrying on his waist. The meter casing cracked and was rendered unusable. The pt could not test his blood glucose for two days, and then developed symptoms of hyperglycemia such as confusion and nausea. The pt has no backup meter. The reporter, his family member, took him to the emergency room due to the pt's symptoms, where his blood glucose level was greater than the reportable range of the meter used in the emergency room. The pt also had high urinary ketone levels. The pt was admitted to the hospital and given insulin intravenously; and was released the next day. The pt has been diagnosed as a brittle diabetic since the age of 15, takes humalog on a sliding scale and another type of long-acting insulin, name and dosage unknown to the reporter. The pt recently rec'd a prescription for the long-acting insulin, and takes a set amount at night. The pt is on the waiting list for a pancreas transplant. The pt has no other medical conditions.